Event description:
Account contact reports: strikethrough of fluids down to the skin occurred around the lower sleeve portion of the gown during a liver transplant operation. This was noted after use. Upon removal of the gown it was noted that the reinforcement sleeve panels were missing. The patient had hepatitis b & c. The wearer did not have any breaks in the skin and did not require any follow-up with employee health and no medical treatment or intervention required. A lot number, product code or sample were not available.